Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was observed on the patient's leadless implantable pulse generator (ipg) as they wore a cardiac monitor overnight. When the ipg was interrogated the thresholds were noted to have increased. As a result, the ipg was reprogrammed. Once the ipg was reprogrammed the battery longevity estimate decreased from approximately eight years to nine months. The ipg was then reprogrammed again and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.